Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek inrange meter serial number (B)(4) (meter a) and coaguchek inrange meter serial number (B)(4) (meter b) compared to an unknown laboratory method. The patient was tested at the laboratory at 8:45 a.m. With a result of 3.6 inr. The patient was tested on meter a at 9:13 a.m. With a result of 5.5 inr. The patient was re-tested on meter a at 9:21 a.m. With a result of 5.4 inr. At 9:31 a.m. The patient was tested on meter b with a result of 4.8 inr. On (B)(6) 2019 the patient was tested at the laboratory at 8:00 a.m. With a result of 3.88 inr. The patient was tested on meter a at 10:00 a.m. With a result of 6.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient was last administered heparin on (B)(6) 2019. There was no allegation that an adverse event occurred due to the device results. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.